Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from human patients undergoing a cardiac catheterization procedure. On 4/30/14, the customer reported a hemomonitor.exe error (ir3hemo) with a patient on the table. Engineering was notified and the system was logged. This error may impact the physician's ability to continue vitals monitoring during cath procedures. (B)(4).